Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7332601. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI)#: (B)(6).

Event description:
It was reported that the physician believed that the patient had an infection. The patient underwent a spinal cord stimulator (scs) trial lead pull procedure. The patient was admitted to the hospital for imaging and IV antibiotics and it was later discovered that the patient had an epidural abscess. The patient was doing well and the explanted devices were disposed of by the facility.